Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are: (B)(6). Patient weight reported at (B)(6) kg. (B)(4). Device is not expected to be returned to synthes manufacturer for evaluation /investigation. (B)(4). Device history records review was conducted. The report indicates that the: part mfg date: 09sep2011, part exp. Date: 31jul2020, DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm curved condylar plates was processed through the normal manufacturing and inspection operations. This lot met all dimensional and visual criteria at the time of product release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient visited the doctor due to pain. X-rays revealed that the 4.5mm lcp curved condylar plate 10 holes/242mm-left was broken in two pieces. Some days later the patient underwent a distal femoral plating revision surgery for a non-union. The plate broke at the diaphysis-metaphysis junction, between two screw holes at the place where the fracture was located. The fracture never healed at that spot, and it was believed that the plate broke because of time and stress. A demineralized bone matrix was then performed to install a bone graft into the patient .the plate and screws were originally implanted on (B)(6) 2015. One plate and (B)(4) screws were explanted from the patient. Only the plate was broken. The (B)(4) screws were intact and considered concomitant parts. This complaint has 1 device. Concomitant devices are: 7.3mm cannulated locking screw 75mm (02.207.075), lot-unknown, quantity((B)(4)), 5.0mm cannulated locking screw 75mm (02.205.075), lot-unknown. Quantity((B)(4)).

Manufacturer narrative:
(B)(4). The gtin number was incorrect in the UDI on the initial medwatch. (B)(4) that four (4) screws had broken. This information is invalid for this complaint. The revision procedure was performed due to patient pain, fracture non-union, and a broken plate. No reported screws broke during this case. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: 7.3mm cannulated locking screws (part: 02.207.075 / lot: unknown / quantity: 1) and 5.0mm cannulated locking screws (part: 02.205.075 / lot: unknown / quantity: 16).